Event description:
The customer contact reported the device cannot work, more specifically the device cannot boot (turn on). There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.